Manufacturer narrative:
The actual device was returned for evaluation; however, the device was misrouted or lost after receipt. Therefore, the investigation could not be completed at this time and the complaint could not be confirmed. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that three of the battery devices failed to perform as expected. According to the reporter, the devices did not function or could barely hold a charge. According to the reporter, there was approximately fifteen minutes delay in surgery due to an aseptic transfer of the devices and ad hoc testing prior to the successful discovery of the fourth battery device. The reporter indicated that the spare battery device performed as intended and was used to successfully complete the surgery. It was reported that there were no allegations of deficiency related to the fourth/spare battery device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.